Manufacturer narrative:
The return includes the abutment and a fractured prosthetic screw with the thread portion of the screw retained within the abutment. Deformation can be observed around the abutment hex. Deformation can also be seen within the internal hex engagements of the fractured prosthetic screw

Event description:
This report is a summary of one (1) malfunction events. A review of the event(s) involved a device experiencing a broken abutment or abutment hex. No adverse event patient information was reported. No information regarding patient demographics have been provided.